Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the 'up' arrow and contrast buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the pump found some cosmetic damages. The battery cap was not returned and a test cap was used in the evaluation. The pump powered up to the verify screen with auditory and vibratory features. The ¿ok¿ and contrast buttons responded intermittently. Removal of the keypad cover found contamination under all the button contacts. The reported button issue was duplicated in the investigation. Unrelated to the button issue, it was observed that the verify screen was dim and discolored and the battery compartment was cracked from the threads area to the base seal. Pump casing was opened and no evidence of moisture intrusion or loose components found inside the pump.